Manufacturer narrative:
(B)(4). Date sent: 3/26/2024 d4: batch # a9ej2n investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with the cam damaged; this condition would not allow the jaws to collapse in order to form the clips. No functional testing could be performed due to the cam damaged. The instrument was disassembled, upon disassembly the seven(7) clips were found inside clip track. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: insert the clip applier through an appropriately-sized trocar. The empty jaws will passively collapse as they are inserted through a 5 mm trocar and reopen when completely through the trocar. Prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when attempting to fire a clip the applier jammed and did not deploy a clip. Another like device was used to continue with the procedure. There were no adverse consequences for the patient.